Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening on anterior and radius. Leak test was performed and found opening on anterior and radius side. A microscopic analysis was performed which identify a striated edge opening on anterior. Identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. A sharp opening on radius assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side ¿punctured/ripped tissue expander discovered upon explant surgery." Tissue expansion was not completed. Replaced with a permanent implant. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: punctured/ripped tissue expander discovered upon explant surgery.

Event description:
Healthcare professional reported an unknown side ¿punctured/ripped smooth tissue expander." Tissue expansion was not completed. Replaced with a permanent implant. Device was explanted.